Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Factors that can contribute to the reported event include, application, removal, time left on patient, trauma, materials used within the dressing. Our medical assessment concluded: no relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. No batch/lot number has been provided, therefore a review of the device history has not been possible. A complaint history review found further instances of the reported event. The associated risk files contain details relating to harm. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented itching, redness, blisters and burns.